Event description:
According to the reporter, during lobectomy vessel dissection, when attempting to open the jaws after dissecting a blood vessel with the reload, the adapter suddenly detached. Since the reload could not be removed from the tissue before the jaws opened, it was reconnected, and after pressing a button, the jaws opened and it could be removed from the tissue. The screen showed a yellow adapter swimlane. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (serial # (B)(6)) sigphandle, sig power sigphandle handle (serial # unknown) sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.